Event description:
Caller states the patient tested 5.1 inr and 3.0 inr on the coaguchek xs during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.